Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump was also received with missing end cap sticker. No moisture damage on electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a button error alarm right after the insulin pump got exposed to moisture. The customer reported that they were unable to deliver insulin due to insulin pump issue. The customer's blood glucose was 419 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injection. The customer stated that he could have pressed a button for greater than 3 minutes. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.